Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had blurry vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol), 4 days after the initial implant procedure. Clinical reason was wrong iol power and patient was too myopic with astigmatism. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).